Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received states the patient was seen during a follow up visit and noted no progress in recovery. The patient was seen two days later and the flap was lifted and irrigated. The patient was seen five days post the flap lift and irrigation and noted the diffuse lamellar keratitis had resolved.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(4) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with glare and haze in the right eye two days post lasik. The patient was noted to have diffuse lamellar keratitis. The topical steroid dosage was increased and an oral steroid was prescribed. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.